Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the ok, up arrow, and down arrow keypad buttons were under-responsive, which resulted in an under-delivery of insulin. The keypad cover was reportedly peeling, and the keypad damage had occurred prior to the button response issues. The reporter noted that there was moisture/corrosion under the keypad cover and in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.